Manufacturer narrative:
The lead was cut and returned in two pieces. External abrasion exposing the outer coil was found at 5.7-6 cm from the connector pin on is-1 leg. Outer coil was found to be fractured at 2.2 cm from the connector pin. Internal abrasion breaching the rv lumen was found at 20.1-24.3 cm from the distal tip. Lumen to inner coil was also abraded at 23-23.2 cm from the distal tip. Both rv cables were externalized and the etfe coating found to be damaged at this location. Ptfe tubing was intact. Internal abrasion breaching the rv lumen was found at 13.7-15.5 cm from the distal tip. The etfe coating of both rv cables was intact. Lumen to inner coil was intact. Internal abrasion breaching all cable lumens was found at 9-10.5 cm from the distal tip. The etfe coating of rv and re cables was intact. Lumen to inner coil was intact. Electrical testing revealed open circuit on connector portion due to the fractured outer coil at 2.2 cm from connector pin close to the crimp sleeve to the connector ring as a result of fatigue.

Event description:
It was reported that patient received inappropriate therapy. The lead was explanted and replaced. Patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4). Electrical testing revealed open circuit on connector portion due to fractured outer coil at 2.2cm from connector pin close to the crimp sleeve to the connector ring as a result of fatigue. Examination found also external abrasion consistent with friction against the device can at 5.7-6cm from the connector pin. Internal abrasion breaching the rv lumen found at 20.1-24.3cm from the distal tip. Lumen to inner coil was also abraded at 23-23.2cm from the distal tip. The etfe coating of both rv cables found to be damaged at this location. Ptfe tubing was intact. Internal abrasion breaching the rv lumen found at 13.7-15.5cm from the distal tip. The etfe coating of both rv cables was intact. Lumen to inner coil was intact. Internal abrasion breaching all lumens was found at 9-10.5cm from the distal tip. The etfe coating of rv and re cables was intact. Lumen to inner coil was intact. Both of these damages have likely caused the complaints of oversensing detected in the field.